Manufacturer narrative:
Concomitant medical products: product ID: 8870, product type: software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving clonidine, bupivacaine, and morphine all of an unknown concentration and dose via an implantable infusion pump for radiculopathy and spinal pain. It was reported that in maybe (B)(6) 2017 the last doctor that refilled the pump put in the wrong information when programming the pump. The pump thought it was empty and it was not. A code of (B)(4) was seen on the patient's personal therapy manager (ptm) programmer. No symptoms were reported and no further complications were expected or anticipated.